Event description:
The customer reported that a physician was doing rounds of current pts. The physician entered a pt's room and discovered that the pt had expired and was in asystole (with no possibility of recovery). The customer reported that the monitor was not alarming. The physician reported that the monitor displayed the following info: cardiac rate: graph was flat with the message "asystole." The message "asystole" was displayed in the upper part of screen, and the frame of the box was not 'red' and the message was constant (i.e., not flickering). The customer reported that the pt's diagnosis before this event was terminal pulmonary fibrosis. The device was sent to the facility's biomedical department and was believed to be defective.